Manufacturer narrative:
Reliability analysis inspected 1 opened and used reservoir performed manual prime test using a new lab infusion set along with insulin pump. Reservoir passed per inspection no occluded anomaly was observed during test. Reservoir connected and locked in place properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 410 mg/dl at the time of incident. The customer stated that they experienced nausea. The customer performed troubleshooting for the no delivery alarm and was resolved by changing the reservoir and infusion set. The customer stated that the insulin did exit and the insulin pump did not alarm no delivery during fixed prime. The reservoir will be returned for analysis.